Manufacturer narrative:
PMA 510k#k210476. Device evaluation: (B)(4) unit of lot c1951297 of echo-19 was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: - distal end of needle examined and no issue observed - stylet examined and no issue observed - needle removed from the device with difficulty needle examined and proximal kink below the sheath extender observed. Functional inspection: - sheath extender able to advance and retract without issue - needle able to advance and retract without issue - stylet removed from and re-inserted to the device with no issue manufacturing records prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1951297 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number lot number. Instruction for use and / label the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review an image was not returned for evaluation. Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause is difficult to determine due to the little information provided but could be attributed to the device being over torqued during the procedure causing the needle to kink proximally below the sheath extender which most likely caused the difficulty removing the stylet. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. As a result clarification was requested from cirl engineering to determine if this pr should be included under the scope of CAPA and it was concluded that it should not. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2023.

Manufacturer narrative:
PMA/510(k) # k210476; investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Due to stylet being identified as stuck, early in the procedure, a new needle was opened, and procedure performed without incident. Patient outcome: c5. Did any piece of the device remain inside the patient¿s body? No c6. Please describe the object and how it was retrieved (if applicable): the stylet was stuck, so the complete needle was removed and exchanged for a new one c7. Did the patient require any additional procedures due to this occurrence? No c8. Did the product cause or contribute to the need for additional procedure(s)? No c9. Please specify additional procedure(s) and provide details: c10. Did the complainant inform of any adverse effect(s) on the patient due to this occurrence? No c11. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No c12. Please specify adverse effect(s) and provide details: